Event description:
It was reported via repair work order that the motion interrupt pan and power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.